Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention product. Retention products were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (205.3 iu/ml, 210.7 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined base on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of false negative hcg results. Possible false negative hcg x2, 1 patient, using the consult diagnostics hcg dipstick. Patient tested positive at home multiple times per customer. Background: on (B)(6) 2016, customer called to complain about the intensity of the positive control line for her kits. During the call, customer stated 3 patients had tested positive at home and were negative in the office. Customer did not have details at that time. Since that time, attempts were made to obtain additional information. Caller unable to provide any specifics of possible false negatives, as there were no notes in the chart as to which clients had positive tests at home, but negative tests in the medical office. The only case that had specifics was an (B)(6), who claimed she had taken multiple home tests and received positive tests, but in medical office the test was negative. Patient was retested and again the results were negative. First response back-up test, was also negative." (Date not provided). No reported adverse patient sequela. Although requested, no additional information received.